Event description:
The customer reported a leak of approximately 50-100 ml from the flowcell area of the unicel dxh 800 coulter cellular analysis system. The customer indicated that the leak was contained within the instrument. The customer stated that the leak was discovered while troubleshooting for a flowcell clog error. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a disconnected tubing at the lower sheath restrictor. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. Beckman coulter internal identifier for this report is (B)(4).